Manufacturer narrative:
Investigation results: visual investigation: the investigation was carried out visually and microscopically. The prosthesis stem is broken in the vicinity of the cross hole/ removal hole. Both surfaces show severe secondary damage which is a consequence of the relative movement of the fracture event and the revision surgery. A fractographic examination is not possible. No abnormalities such as blowholes or other foreign inclusions were found in the material of the fracture surface. Small impressions were found on the distal fragment near the fracture site, probably from explantation. The present x-ray image does not give any clear indication of the cause of the shaft fracture. Indications of the cause of the shaft fracture could not be clearly demonstrated by means of x-ray. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results there is CAPA is not necessary. This is a similar device report. Effected device was not sold to us. A similar device is marketed in the us.

Event description:
It was reported that there was an issue with nk312k - bicontact h cocr cemented (B)(6) sz.12mm. According to the complaint description, the patient felt pain while working in kitchen in (B)(6) 2020. In hospital was found a fracture of the prothesis. A revision surgery was necessary. The implant was replaced with a new, nk312k. The first surgery occured in (B)(6) 2020 and the revision surgery (insertion of nk312k) occured in (B)(6) 2020. Additional information was not available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). Involved components: nk531k - isodur prosthesis head 12/14 32mm l - 52573732.